Manufacturer narrative:
The captor valve consists of a nephroscopy cannula, sidearm, iris/captor base, iris/captor rotator, iris/captor snap cap. The iris/captor rotator can have an open lumen or a closed lumen. In the open position, the base (containing the 3 silicone discs) should make an adequate seal with the pusher or catheter, and is used this way when the delivery system is inserted into the patient. The rotator can be loosened or tightened for the introduction and/or removal of ancillary devices into and out of the sheath, as well as a moulding balloon. The manufacturing work order for the device was reviewed and found to be complete and correct. Flexor sheath assemblies are supplied by cook incorporated and are subject to an incoming qc inspection. The captor valve is inspected to confirm the rotating capabilities of the valve to the fully open and closed positions; this is completed with nothing through the valve and with a 14fr dilator through the valve. In addition, the connection between the four components (iris rotator, iris base, iris snap cap and nephroscopy cannula) of the captor valve is checked. The delivery system was not returned for evaluation. Based on previous investigations, the most likely cause of the leakage is damage to the 3 silicone discs in the valve. These discs have pre-cut slits to allow insertion of the pusher through the valve and extension/tears/damage of these slits can diminish the seal. The haemostatic capabilities of the captor valve have been tested and some leakage is expected with the rotator opened and closed, with and without components through the valve. The IFU supplied with the device states "elevate distal tip of system and flush through the stopcock on the hemostatic valve until fluid emerges from the flushing groove in the tip" where any leakage would most likely be detected prior to patient contact. The IFU also states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the grey positioner. After the grey positioner has been removed, if blood loss is excessive, consider placing an uninflated moulding balloon or an introduction system dilator within the valve, restricting flow." Flexor sheath assemblies are used on all standard zenith endovascular stent-graft devices and custom made devices manufactured by cook australia since 2009. Over 25,000 devices have been supplied during this time with 36 reports of leakage through the captor valve, giving an occurrence rate of 0.14%. CAPA investigation and testing are ongoing by cook incorporated.

Event description:
The zenith fenestrated endograft was placed according to the IFU. Leaking of heparinized saline through the captor valve was noted during flushing of the device. Leaking of blood through the captor valve occurred throughout the entire procedure. A basin was placed under the captor valve to capture the leaking blood. Suction was applied to the basin to return the leaking blood to a cell saver. The procedure continued according to the IFU with no complications and was completed successfully. The patient did not require any additional procedures due to this occurrence. According to the reporter, the patient did not experience any adverse effects due to this occurrence.